Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a foreign material that could not be identified and was leaking through the forceps channel and balloon water tube/channel. The event can be detected/prevented by following the instructions for use which state: refer the reprocessing manual at the time of product shipment and found the following detailed chapters for reprocessing. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 reprocessing workflow for endoscopes and accessories. Chapter 9 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope experienced a hole in the scope, causing a leaked of black fluid, and had to be manually reprocessed because it would not run in the medivators. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that the customer¿s allegation was confirmed. The borescope found a puncture at the distal end side causing the leak. There was a leak from the instrument channel. The plastic distal end body had missing ke45 around the forceps cover. The bending section cover (a-rubber) had been removed. The forceps passage leaked from the instrument channel and leaked from the balloon water channel at the distal end. The image had 6 half broken elements. The switch camera had all switch function intermittently working. The suction flow was unable to be checked due to leaking from the instrument channel. The bending section had residual fluid after aeration. The control body had residual fluid after aeration. Missing the scope cover. The scope connection had corrosion. The insulation of the electrical had fluid inside the connector and the mount as well which needed replacing. There was excessive play in the control knob movement right/ left and up/down. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.